Event description:
It was reported that a set with cassette was involved in a possible leak during prime of peritoneal dialysis therapy. The patient stated that the inside of the cassette door of the homechoice machine seemed to be moist. The patient was not connected at the time of the event. The patient was advised to complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.